Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total disc replacement surgical procedure on an unspecified cervical spine, it was observed that the attachment device was not operating correctly. It was reported that during keel preparation, a milling guide was positioned to the shaft of the trial. The reporter stated that when the attachment device was used with the e-pen drive device and an unspecified size milling bit device, the attachment made a sound comparable to a "rolling whiny sound". It was reported that there was no delay in the procedure as an identical spare device was available for use. It was reported that the attachment's sound was then compared against the spare short burring attachments sound. The reported attachment was identified to be the issue when the e-pen was operational. The procedure was successfully completed with the spare device. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.